Event description:
The bed involved was the barimaxx 2 model #60035code blue called for patient in barimaxx 2 bed. Anesthesiologist arrived and attempted to move bed away from wall to get into position to intubate but was unable to move bed; had to intubate from patient's side (bad angle). Wheel locks were disengaged but the bed remained immovable. Nursing supervisor and staff unable to locate a master switch to control bed. Bed had no power during part of resuscitation. After code, nurse supervisor and 3 nurses reviewed bed - found power switch at base of the head of bed in an area not visible with a patient in the bed or with the head of bed not elevated. Owner's manual was available but instructions not clear or easy to find regarding use in an emergency. Potential for great risk if emergency evacuation ever needed. After these events were reported, the transport supervisor went to examine bed - reported they were able to get the bed out of the room but it was very difficult to move and required 2 people to push. ====================== health professional's impression======================bed did not move;staff have reported concerns regarding the kci "power drive system" as this is not intuitive and difficult to work with in an emergency.====================== manufacturer response for bariatric bed, kci barimaxx 2 bed======================the kci field rep was advised of our concerns. We have not received any official response at this time.